Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage at the site with five infusion sets after being used for 2 days. Patient's blood glucose level at the time of event was 200 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.